Manufacturer narrative:
On december 07, 2023, mentor was notified that the patient underwent bilateral replacement with non-mentor breast implants. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 700cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced hardness of the left breast. During a consultation with a medical professional, she was diagnosed with bilateral baker grade IV and iii capsular contracture of the left and right breasts, respectively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-07283 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 16, 2023, mentor was notified that only the left breast implant was ruptured upon removal. The right breast implant was intact. As this report is for the right device, rupture is no longer applicable. On november 21, 2023, the mentor analysis lab received the suspect medical device for evaluation. On december 07, 2023, mentor completed an evaluation on the returned device. Mentor conducted visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 26, 2023, mentor was notified that the patient underwent bilateral removal on (B)(6) 2023. However, during the surgery, bilaterally ruptured breast implants were discovered. There were no reported procedural delays or patient consequences due to the discovery. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).